Event description:
It was reported that the pump exhibited a latch sensor issue during testing. During physical inspection, a latch sensor issue was confirmed. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple latch lock failures. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.